Event description:
The 840 ventilator stopped cycling while in use on patient. The patient was not harmed or injured as a result of the event. The customer verified the malfunction in the devices memory logs extended self testing and was put back into service.